Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: (B)(6). Rev. K, product ID: bi71000166, serial/lot #: (B)(6) rev. 1, product ID: bi71000273, serial/lot #: (B)(6) rev. 1 h3) a manufacturer representative (rep) went to the site to test the imaging system. The rep found the door dingus pins were misaligned, the door side wall switch was broken, and the door cable guides and door winch gear were damaged. The rep adjusted the rotor to fit the t-handle. The door winch assembly, door cable guides, and door open/close switch were replaced. The system then performed as intended. Codes: b01, c07, d02 h2) the following product ids were returned unused and are no longer relevant to this product event: product ids: bi71000626, bi71000202, and bi71000203. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d: information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, product ID: bi71000166, product ID: bi71000202, product ID: bi71000203, product ID: bi71000273, product ID: bi71000626. H6: multiple annex g codes were coded for this event. G04018 was coded for the kit svc o2 bi71000166 cable door sw assy and kit svc bi71000273 slides door cable. G04052 was coded for the kit svc o2 bi71000202 bracket bot rt din and kit svc o2 bi71000203 bracket top rt din. G04059 was coded for the kit svc bi71000429 door winch replacemnt. G04118 was coded for the kit svc o1/02 bi71000626 rotor spacer. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that after finishing scanning the patient towards the end of the procedure, the gantry door would not open when the pendant button was pushed. The site immediately attempted to open the gantry with the emergency ratchet system. When the ratchet system was unsuccessful, the site reached out to technical services (ts) for assistance. Ts had the site press and hold the yellow button on the side of the gantry, then press the door close button. Site reports that they could hear the system move but the doors would not open. Ts then had site remove the t-pin from the gantry wall, and confirm that they could see the hole with half green/half orange inside of the gantry. The t-pin was reinserted and ratcheting continued, but was unsuccessful at opening the gantry door. Upon further investigation, the site located a loose gear visible in the 2nd ratcheting hole. The site elected to discontinue attempting to open the gantry door and to slide the patient out of the imaging system. Delay in surgery and patient impact were not provided.

Manufacturer narrative:
H3/h6: product bi71000429, lot number: w2201070077 rev. K, was analyzed. The winch motor assembly was tested with motion cart. Forward and backwards motion passed, the brake was engaging and disengaging as normal, visual inspection showed damaged teeth on drive gear and missing center gear. Codes b01, c07, and d02 apply. Product bi71000273, lot number: 450700 rev. 1, was analyzed. The slides exhibited scuffs and scratches consistent with normal use, normal wear and tear. Screws were bent and broken. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) a1-a4) patient information was unavailable from the site. H3, h6) the product ID: bi71000166, lot number: 450697 rev. 1, was returned and analysis did not confirm the reported event, "unable to open gantry". The returned switch assembly was returned broken/ in multiple pieces and as a result, the functionality of assembly was unable to be tested. Previously reported codes, b01, c07, and d02 are applicable to this product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.